Event description:
It was reported that, "the surgeon noted corrosion and metallosis. The pt was revised."

Manufacturer narrative:
An eval of the devices cannot be performed as the devices are currently with hospital pathology and were not returned to the MFR. Add'l info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should devices or add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #9616680-2012-00478.